Event description:
On (B)(6) 2023, it was reported by a distributor via (B)(4) that the handle of the punch from an ar-2600sbs-5 speedbridge implant system with biocomposite swivelock sp was rotating while trying to pull it out after mallet to prepare the socket. This was discovered during an rcr procedure on 10/24/2023. After the punch was removed, the case was completed successfully without further issues.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error most likely incorrect surgical technique. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.